Manufacturer narrative:
No button response due to corrode keypad traces. No unexpected numbers ramping on their own noted. The insulin pump was received with cracked display window corners, broken battery tube threads, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 202 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.